Manufacturer narrative:
The device was not returned to olympus for inspection, therefore, the customer's reported issue could not be confirmed. Based on the results of past investigations, it is likely the reported issue occurred due to the following mechanism: 1) an attempt was made to insert the device into the endoscope while using the guide wire. 2) when the angle between the distal end and the guide wire was large as shown in the following figure, the device was inserted into the endoscope. 3) a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. However, as the subject device was not returned, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal tip for the guidewire on the lithotriptor was torn. The reported issue occurred during set up and there were no reports of patient harm.